Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during surgery dr bernhard originally implanted a 11 mm trial insert then decided to go up one size. A 13 mm was opened and he could not get it to lock in the tibial baseplate. Another one was opened and it locked in properly.

Manufacturer narrative:
The event could not be confirmed as the device was returned in damaged condition. The root cause could not be determined from the provided information. Visual inspection: the returned device is in damaged condition. Minimal light scratches were observed of the distal and bearing surface. The locking wire was fully disengaged from the insert and the plastic surrounding its intended location was cracked and damaged. Dimensional inspection: was not performed as the damage to the locking features prevents an accurate assessment of the device's as-manufactured condition. Functional inspection: the damage to the locking feature renders the device non-functional. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during surgery dr (B)(6) originally implanted a 11 mm trial insert then decided to go up one size. A 13 mm was opened and he could not get it to lock in the tibial baseplate. Another one was opened and it locked in properly.